Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that there were removal difficulties and a catheter break occurred. The target lesion area was located in the superficial femoral artery (sfa). An angiojet solent omni catheter was selected for use through an unknown 6fr sheath and over an amplatz wire. The angiojet catheter passed into the distal sfa. The physician began to pull back on the angiojet catheter to position it correctly to start the procedure. As the catheter was being pulled back, there was great resistance between the catheter and the 6fr sheath. Increased force was applied in attempts to pull the catheter back, the catheter then snapped. The distal part of the catheter remained in the patient with the proximal end that fractured was outside of the sheath which was external to the patient. The physician then removed the sheath in order to get the broken catheter out, the device was removed successfully. A 7fr sheath was then inserted and jetstream was used to complete the procedure successfully. No complications reported, and the patient was stable after the procedure.